Event description:
There is potential for mis-positioning pt after dual registration in xvi, due to shifts applied to incorrect correction reference point. With dual registration in use with xvi 4.6, the physicist was called to review a poor image registration compromise. It was discovered that the initial clip box match was poor, and once that was resolved, the dual registration was good and the pt received treatment in the correct location. The customer realized the software did not operate as they expected as they changed the compromise. Elekta was able to reproduce the issue described by the customer and found an error in the software. Using dual registration, the target registration would still be correct, but an organ at risk might be closer to a high dose area than anticipated. No registration can be sued to alter pt treatment position, without the customer specifically 'accepting' the registration. In this specific incident the customer noticed the registration was poor on the screen before acceptance. They noticed the organ at risk had moved more than required and that the initial clipbox registration was poor. The pt was not treated until a satisfactory registration had been accepted by the customer. Another localization scan after pt repositioning would show a mismatch on the screen, when the organ at risk was registered.

Manufacturer narrative:
Xvi dual registration can inform customers if an organ at risk has moved, in relation to the target since the planning stage of treatment. Dual registration lets the customer do registrations for a clipbox (typically an organ at risk) and a mask (typically for the target) on the same reference image and localization image. Corrections to pt treatment position can be made from the clipbox only, the mask only, or a combination of the two procedures, where the margin around the target allows some compromise to avoid irradiating an organ at risk. A risk assessment was carried out. In the worst case scenario with a shift greater than 2mm, an organ at risk might be moved closer into a beam causing a major severity issue. This combined with likelihood of remote, gives an undesirable risk. Elekta also considered a smaller shift of less than 2mm; this could result in a moderate severity scenario with a likelihood of remote. This also results in an undesirable risk. The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided. Additional model #: mrt 13221.